Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection / abscess is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced redness, pain, hard to touch, and inflammation at the stoma site. On (B)(6) 2022, the patient experienced thick yellow stoma site discharge and part of an abscess had ruptured. A culture was taken, results not reported. On (B)(6) 2022 during a physician visit, the patient was prescribed 1gm of oral amoxicillin x3 for ten days.